Event description:
Consumer reports accuracy problems associated with co-branded mm meter. Analysis of the reported reading using clarke error grid with a reference point of competitive meter 101 vs bd reading 217. Data point fell into -c zone of the grid., outside the acceptable range - potential malfunction.